Event description:
A peritoneal dialysis registered nurse reported that the patient was using the cycler for the first time and upon waking the screen was blank during an unknown phase of dialysis. The cycler was rebooted and the ok and stop keys illuminated; however, the display remained blank. The power cord was confirmed to be securely connected to both the wall outlet and the back of the cycler. The reported issue was not related to supplies. As the issue occurred prior to completion of the first treatment, the event was considered an out-of-box failure. The fresenius technical support advised discontinuing use of the cycler and arranged for replacement due to the blank screen issue. The nurse was advised that the replacement cycler would arrive with default settings, time, and date, to return the power cord with the device using the provided return label, and to retain the iqdrive and gateway. The patient is able to perform capd/manual exchanges and has two boxes of manual supplies available. There was patient involvement; however, there was no harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2009 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.